Event description:
The pt's mother reported that the pump dispensed insulin from the cartridge during the load step. The reporter confirmed that the pt was not connected to the infusion set at the time of the issue.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force and "no cartridge detected" warnings. Rewind, load, and prime steps were performed successfully with no warnings duplicated.